Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results for one patient. The original results were sodium: 111 mmol/l and potassium: 3.5 mmol/l. These results were reported outside the laboratory. The doctor questioned them and requested they repeat the sample on their modular analyzer on (B)(6) 2016. The repeat results were sodium: 132 mmol/l and potassium: 4.3 mmol/l which were believed to be correct. The customer stated the patient was not treated based on the results as the doctor questioned the values and asked for the sample be rerun. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was an ise misadjustment and the sample probe was misadjusted. He performed an adjustment and ran precision testing.